Manufacturer narrative:
The MFR has received the sample, and it will be evaluated. Results are expected soon.

Event description:
When the user grasped the guidewire with the snare in order to remove it endoscopically, it broke. Reportedly, when the user grasped the guidewire with the snare, he/she pulled the guidewire and snare into the forceps port of the endoscope.